Event description:
It was reported, the rigid video scope did not turn on during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope did not turn on during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reportable malfunction was not confirmed. A definitive root cause could not be identified due to no problem detected. In addition, the following reportable malfunctions were identified during the device evaluation: scratches on distal edge / bent, dent and scratches on outer tube / image out / stains under light guide cover glass. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.